Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported that the volume vti is reading inaccurately. When set up vti is 500, the actual value showing is under 200. This issue was reproduced/continued after the leak test. The issue resolved after changing the base assembly. According to the distributor, the reported event occurred during final inspection, before delivering the device to the customer. No pt involvement.

Manufacturer narrative:
(B)(4). Carefusion tech support shipped the foreign distributor a replacement base assembly. A return goods authorization (rga) number was also issued to the distributor for the return of the alleged faulty base assembly for eval. As of (B)(4) 2015, carefusion has not received the alleged faulty base assembly. Once received and evaluated, a f/u medwatch report will be submitted.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and mdrs following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on (B)(6) 2015. Failure analysis: the vela base was visual inspection and found that umbrella valve p/n (B)(4) was missing. Installed good umbrella p/n (B)(4) and perform base test in production test station (B)(4). This test passed. Note it is unknown at what time this umbrella was went missing. Unit device history shows that all production tests were passed. Therefore the umbrella must have been removed or fallen at some point in customer's site. Findings/root-cause: problem was duplicated and isolated to missing umbrella p/n (B)(4).